Event description:
It was reported that two xia 3 titanium rods fractured post-operatively. It was further reported that the patient experienced an unspecified "issue related to bone destruction". No revision surgery has been reported. This report captures the first of two rods.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.